Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient and their family member that the patient got the device implanted to help with the patient ¿not being able to pee¿ (retention). The caller stated the patient didn¿t feel stimulation anymore starting last night when the patient normally felt the ¿pulses¿ (stimulation) and then the patient started feeling a burning sensation in their privates. The caller reported that last night the patient ¿peed all night long¿ then today the patient wasn¿t peeing at all and now the patient was peeing a ¿little bit,¿ but it still wasn¿t normal for the patient. The patient reported they had seen their health care physician (hcp) a couple of weeks ago and they told the patient that the patient did not have a urinary tract infection at that point. The caller reported the patient now had the stimulation set at 3.0v. While on the call, the programmer was synced with the ins and the programmer showed the stimulation was on. The patient then turned down the stimulation down to 0.0v and the patient reported they still had the bu rning sensation. The caller then increased the stimulation back up to 3.0v and the patient reported there was no change in the burning sensation. The caller then tried turning the stimulation up to around 4v and the patient could feel the stimulation comfortably in the bike seat and reported the same amount of burning sensation. The caller decided to set the patient where they had been at 3.0v. The caller asked if the patient should turn the stimulation up or down/off and was advised that it would be the hcp¿s decision given the burning that was occurring. The caller reported the patient said they still had the same amount of burning when stimulation was at 0.0v vs. At 3.0v where it was set now. The caller said that the patient was going to keep the stimulation set to where it was until speaking with the hcp and noted they would turn the stimulator off if the burning increased/changed. The called reported that they were going to call the patient¿s hcp about the lack of symptom control and the burning sensation. There were no further complications reported/anticipated.